Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in a non-calcified, moderately tortuous mid left anterior descending artery. Following use of a non-bsc ivus catheter, the 2.50x12mm promus element stent delivery system (sds) was introduced. While deploying the stent, the sds balloon was inflated three times at 8 atms, 10atms, and 12 atms. During post-ivus, it was noted that the proximal end of the stent was not well apposed. (The physician thought the ivus came into contact with the stent due to an insufficiently inserted guide wire.) A non-bsc balloon was introduced and dilated the stent to 20 atms. After dilation it was noted that the proximal edge of the stent was deformed. A non-bsc stent was implanted to address the issue. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).